Manufacturer narrative:
H3: returned product evaluation confirmed the plastic cap fits over clips after assembly, with no visible deformation or misalignment. However, when assembled, the clip ends disengage easily with minimal force, preventing the cap from maintaining secure attachment as intended during use. This compromises the functional purpose of the component to hold the plastic in place. The qa investigation was unable to determine a definitive root cause. The issue has been escalated to the subject matter expert (sme) for further evaluation. Historical complaint data review identified no other similar issues reported for this part number in the last 2 years. Manufacturer reference file: (B)(4).

Event description:
The clips frequently pop off and there is a risk to it landing in the sterile field.